Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high thresholds and loss of capture (loc). The patient exhibited bradycardia and dizziness. No obvious deformity of the rv lead was found under fluoro or when pocket was opened. A new lead was implanted. No additional adverse patient effects were reported.